Event description:
During acl, screw snapped 2/3 down while being inserted. The tip could not be retrieved because it stayed in the middle of the tunnel. Fragments were retrieved and the surgeon used staples to complete the repair. This device is used for treatment.